Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. It was reported, a bakri tamponade balloon catheter leaked. After a cesarean section delivery, the patient had lost approximately 500 ml of blood. The physician placed a bakri balloon catheter transabdominally without using metal tools. After infusing 200 ml of saline, a catheter leak was detected. The balloon was immediately removed. The patient continued to lose approximately 100 ml of blood, bringing the total blood loss to about 600 ml. Hemostasis was achieved after replacing the balloon with a new one. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. The device was returned for investigation without package or label. Leakage from a pin hole cut in the inflation tubing was discovered during function testing. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, a bakri tamponade balloon catheter leaked. After a cesarean section delivery, the patient had lost approximately 500 ml of blood. The physician placed a bakri balloon catheter transabdominally without using metal tools. After infusing 200 ml of saline, a catheter leak was detected. The balloon was immediately removed. The patient continued to lose approximately 100 ml of blood, bringing the total blood loss to about 600 ml. Hemostasis was achieved after replacing the balloon with a new one. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1: (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.